Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was alleged there was moisture in the pump. It was alleged the pump caused the patient to experience a blood glucose greater than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: there was evidence of short battery life found in the pump's history. The battery cap was undamaged and able to fit to the pump. There was evidence of moisture corrosion found in the battery compartment. The pump was able to perform the prime steps with no issues. The alleged temperature issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.